Event description:
A malfunction on the customer's pump was reported. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.